Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. No product was returned for evaluation. The plate was used to complete the surgery. This was the first complaint to be reported with the thicker version of the manta ray plates. The issue of locking mechanism failure was addressed to the failure modes and effects analysis (fmea) for the device design dossier. Integra considers this complaint investigation closed. Future incidents of ths nature will be documented for recurrence and trending purposes.

Event description:
The rptr stated that during a spinal surgery procedure using the manta ray anterior cervical plate, the surgeon was unable to lock a fixed screw using the integral retaining arm. The site was at the top right of the plate. The surgeon removed the fixed screw and replaced it with a variable screw which functioned properly. There was no adverse outcome for the pt.